Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 74% stenosed, 30x2.25mm, eccentric, de novo target lesion with a bend between 45 and 90 degrees was located in the moderately tortuous and mildly calcified left circumflex artery. A 32x2.25mm promus elite drug-eluting stent was deployed, a non-compliant balloon was advanced to post-dilate the stent. However, during dilatation, the proimal end of the stent was deformed. Another stent was then used to cover the deformation and the procedure was completed. No patient complications were reported and the patient's status was stable.